Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device conformed to specifications when shipped. There was no repair done to the device in the past year. The cause of the event cannot be conclusively determined. The connecting tube could not be connected because of the broken connector unit, which was due to connector broken and/or loosen. The cause of the connector loosening would be accumulated stress. It is likely the cause of the event being that the user added excessive force to connect the connecting tube, or added stress toward direction to getting it loosened. No factor from the design nor structure of the device contributed to the event. The instructions for use includes the statements below. Abnormality is safely detectable by conducting the following inspection states in chapters inspection before use and inspecting the connectors. ¿ check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
The olympus field service engineer (fse) found that the yellow connector had a small chip in the top edge and that the printer was found to be broken. The connector was replaced and the two printer replacement doors were ordered, one will be provided for customer stock. The equipment was repaired and verified according to original equipment manufacturer (OEM) instructions. Olympus will continue to monitor complaints for this device.

Event description:
The olympus filed service engineer (fse) noted while performing preventive maintenance on the oer-pro, the yellow scope connector on the device is chipped. There was no patient involvement associated to this report.